Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump displayed channel error code 240.4150 on 19 january 2023 in pediatric intensive care unit (picu). There was no information on patient involvement.